Event description:
Medtronic received information that this bioprosthetic valve was implanted with the cinch mechanism still attached to the valve. In recovery, the patient was not progressing and some tests were ran pointing to obstruction of the implanted valve. The physician re- operated on the patient a few weeks after implanted, and it was confirmed that the physician had left the cinch mechanism in the patient. The cinch mechanism was successfully removed. There were no adverse patient effects reported.

Manufacturer narrative:
Conclusion: the serial number was not reported; therefore, a device history review was not performed. The valve remains implanted and the cinch system was not returned. This is the second reported event of this nature from the same doctor. The cinch sytem is designed to help with the implantation of the heart valve. The cinch holder should be detached from the handle and discarded. There does not appear to be any reports of device malfunction. Based on the information provided, it was concluded that use error was the likely cause of the event. There are no trends on this issue; however, medtronic is monitoring for similar events. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.